Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have given an error code e-238 indicating an issue with the super cap or the charging unit. There was no harm or injury reported. The customer requested on-site service by a philips field service engineer. It was reported the system printed circuit board assembly would be required to address this issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of trilogy ev300 ventilator charging unit failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.